Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2022. The subject was implanted with one biomimics 3d (bm3d) stent ( 6.0 x 80mm stent) to treat a denovo lesion of the sfa proximal third in the right leg. A retrograde approach was used and pre- and post-dilatation was conducted with percutaneous transluminal angioplasty (pta) and the lesion was prepared using atherectomy. On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was reported from the site. It was reported as "possibly related" to the device and "not related" to the procedure. The patient had an angiogram on (B)(6) 2022 on the right leg (target leg). From ultrasound there was a 50-75% profunda and proximal sfa stenosis. The sfa stent was patent with elevated velocities in the mid and distal sections. During the angiogram however on (B)(6) 2022, there was evidence of a high-grade stenosis within the sfa stent. The stenosis was treated with a percutaneous intervention and it involved a target lesion revascularisation on (B)(6) 2022 with pta balloon angioplasty and laser atherectomy. Post intervention angiogram and intravascular ultrasound (ivus) showed widely patent repair with no residual stenosis. The device remains implanted. The patient outcome is reported as "resolved/recovered".